Event description:
It was reported that the patient expressed dissatisfaction with the boston scientific representative, stating the representative did not appear knowledgeable. No device malfunction or patient adverse event was reported. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago. D6b: explant date: (B)(6) 2024 additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 5175815 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 24669174 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).